Event description:
It was reported that during a cori-assisted tka, the real intelligence robotic drill did not drill anymore. After connection with the cori system, the drill did not work. Surgery was performed, without any delay, changing to manual procedure. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Section d10 and h4 were updated. Section h10: the real intelligence robotic drill rob10013, (B)(6) used during surgery was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. The exposure motor was tested and passed. The motors were removed, and it was noticed that the slip shaft has broken. The drill was inspected further. No further defects were found. The slip shaft was replaced and a kpc test was performed. All test passed. A test case was performed and could be completed without any errors occurring. The most likely cause for the reported scenario is a broken/torn off slip shaft, potentially due to the burr getting stuck when spinning. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: case-(B)(4).